Manufacturer narrative:
Correction to the initial MDR.

Event description:
A report was received that during a lead revision procedure, the physician brushed a nerve causing pain in the left leg. There was no intervention provided and the pain had resolved.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during patient's revision procedure, the nerve was brushed and caused pain the left leg. The patient underwent a lead replacement and did well postoperatively. No device malfunction was suspected.